Event description:
It was reported that an ilet insulin pump displayed alert code 60 consistent with a bluetooth communications malfunction, required multiple restarts, and was determined to need replacement and the user was instructed to employ backup therapy and to sync data before shutdown. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included device replacement logistics and plans for return and failure analysis. Investigation of this case revealed a suspected communication failure impacting device functionality. It was concluded that the device malfunctioned and that replacement and evaluation were warranted.